Event description:
Additional information was received that the right femoral artery was used as the access site. The valve was originally implanted in the patient¿s native annulus using cuspal overlap technique. Per the physician, the rapid removal of the delivery catheter system (dcs) and non-centering of the nose cone caused the valve to dislodge. Additionally, the patient had a bicuspid aortic valve that contributed to the dislodge.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID gwbc30 (lot: 92106996); product type: 0193-guidewire; implant date n/a; explant date n/a product ID evproplus-26 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2025; explant date product ID 18x40 atlas balloon (serial: unknown); product type: dilation balloon; implant date n/a; explant date n/a product ID 22x40 atlas balloon (serial: unknown); product type: dilation balloon; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: brand name evolut pro plus valve; product ID evproplus-26 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2025; explant date select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure involving the 26 pro plus valve, a pre-implant dilation was performed with an 18 x 40 non-medtronic balloon (atlas). While retrieving the delivery catheter system (dcs), the nosecone touched the valve outflow resulting in valve embolization. The valve was snared and pulled up to the ascending aorta, and a new 26 pro plus valve was implanted. An echocardiogram performed after the second valve implantation identified a mean gradient of 13 mmhg. Post-dilation of the valve was performed with an atlas 22x40 balloon. A follow-up echocardiogram showed no leak and a reduced mean gradient of 4 mmhg. The patient was treated by implantation of a new valve and was reported to be stable. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Image review: intraprocedural fluoroscopic images were provided for review. Patient¿s executive summary was not provided for anatomical review. Fluoroscopy valve load inspection was performed and confirmed a good load. A pre balloon aortic valvuloplasty was performed prior to the valve implant. There is evidence of at least one recapture as the first deployment attempt resulted in a depth of 0mm on the non-coronary cusp. As stated in the instructions for use (IFU), the recommended target depth is 3 mm relative to the valve annulus. If the implant depth is 1 mm or >5 mm, consider recapture. In this case, a recapture was warranted. The valve was deployed a second time to a depth of 3mm on the non-coronary cusp in the cusp overlap view and 3mm on the left coronary cusp in the lao view. The subsequent image shows a dislodged valve and fluoroscopy valve load inspection of a second valve confirming a good load. It was reported that during removal of the delivery catheter system, the nose cone interacted with the valve causing it to dislodge. The dislodgement event was not captured. Of note, medtronic recommends caution while withdrawing the delivery catheter system to minimize interaction with the evolut frame. The dislodged valve was snared, and the second valve was implanted at a depth of 4mm on the non-coronary cusp and 6-7mm on the left coronary cusp. Final angiogram revealed no evidence of aortic regurgitation/paravalvular leak. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: d4 h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.